Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device was unable to take off from the package, more than one device was involved and it occurred during the same case. No patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted four needles attached to their sutures in their retainer. The sutures were noted to be tangled in their retainer and hard to remove. During the investigation, excess flash was noted in the center of the retainer opposite to the gate where the sutures were stuck. The root cause of the observed condition was determined to be a result of a condition found in the supplier mold for the retainer. Subsequent to the manufacture of this lot, a release of a new mold was validated which will reduce occurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.